Event description:
It was reported that there was a lead fracture, with insulation damage noted near the subclavian. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5554-53 lead implanted: (B)(6) 1999. (B)(4).